Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-tonsillectomy procedure, two to three patients had to return for reoperation due to bleeding. In addition, the surgeon also reported one patient death due to the same issue.